Event description:
It was reported that this electrode was involved in giving an inappropriate shock to the patient. Review of the episode noted instances of undersensing. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.